Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - did the reported issue contribute to any patient adverse consequences? No. - was the needle piece(s) retrieved during the same procedure? Yes. - were x-rays taken to locate the needle piece(s)? No. - was there any additional tissue damage resulting from the search for the needle piece? No. - could you please provide the lot number? Unk. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the operation, while suturing the subcutaneous tissue of the patient, the needle broke into two pieces. After joint search by the chief surgeon, assistant, and hand washing nurse, the broken needle was found and the crack was checked. All the broken needles were removed from the skin, and the crack matched the length and strength of the new needle. There were no residual needles left in the patient's body. After checking everything during the operation, a new needle was used for suturing surgery. Additional information was requested.